Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the product was explanted on (B)(6) 2021. The product would not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that at the (B)(6) 2020 refill, the actual reservoir volume (arv) was 12 ml, and the expected reservoir volume (erv) was 3 ml. At the (B)(6) 2020 refill, the arv was 15 ml, and the erv was 5 ml. At the (B)(6) 2020 refill, the arv was 23 ml, and the erv was 3 ml. At the (B)(6) 2020 refill, the arv was 30 ml, and the erv was 3 ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. It was reported that after a pump refill, the ¿drug was not being released¿. It was noted that the pump ¿did not fill totally¿. It was further clarified that from february 2020 onward, the patient started to experience uncontrolled pain relief; the pain was not getting any better. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Refills were performed every 2 months. At the patient¿s last refill in august 2020, the arv was 30 ml, indicating that the pump was not working. Conflicting information noted that the erv was 40 ml, however, this does not make sense based on the context of the event, which stated that the arv was greater than the erv. The patient had a CT scan and MRI of the thoracic and lumbar spine, which showed no changes related to the catheter. It was unknown if any environmental, external or patient factors might have led or contributed to the event. It was unknown if any interventions/action were taken to resolve the issue. It was unknown if the pump was replaced. The issue was not resolved. However, it was noted that there were no patient symptoms/complications associated with this event, and there was no patient injury as a result of this event. The patient's status was alive, no injury. It was reported that the event did not lead to or extend patient hospitalization, and the event did not necessitate surgical intervention to prevent a permanent impairment of a function. However, conflicting information indicated that a replacement pump and catheter were required. Further conflicting information indicated that the pump status was ¿implanted, out of service¿, and it was unknown if the product would be replaced. The catheter status was also ¿implanted, out of service¿, and it ¿would be replaced in the future¿. It was further clarified that the hcp was going to evaluate the patient again and decide what to do with regards to replacement. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.